Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the lead would not remain in position. The lead was no longer used. No patient symptoms were reported. No further information could be obtained.